Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Changed data: b.5, b.6, b.7, g.2, h.6. Additional data- h.6 clinical code: e0308, f12. The events of lymphoma-alcl-suspected, seroma-late, granuloma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphoma-alcl-suspected, seroma-late, granuloma, lymphadenopathy.

Event description:
Patient reported capsular contracture, baker grade unknown, "mastalgia," fold, "nipple displacement," indurations, fluid, and "lesions..thought to represent granulomas." The device has been explanted. Patient representative reported fluid, "capsules..adhered to ribs," reactive lymph nodes, rippling, movement, and "left histopath, alcl 30 markers." Patient is also experiencing "difficulties concentrating on work, anxious, distracted, psychological trauma" and is seeking ongoing psychological treatment.